Event description:
It was reported that the pump battery was depleting quickly. Customer¿s blood glucose (bg) value was 44 mg/dl; cause was unknown. Customer consumed carbohydrates to address low bg. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.